Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation; however, the customer has provided the ECG event data of the patient event. Analysis algorithm is designed and tested against a database of actual patient ECG rhythms. Evaluation of the ECG data found that the presented heart rhythm did not meet the device's requirements for defibrillation and the device appropriately reported a "no shock advised" prompt. The device worked as designed and configured and within the limitations of the technology available. This investigation will be closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.